Manufacturer narrative:
This spontaneous case a lawyer on behalf of through social media describes the occurrence of pelvic pain ("1000 womens who claim the compnys essure left them in excruciating pain forcing them to have organs removed") in a female patients who had essure inserted. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of through social media describes the occurrence of pelvic pain ("1000 womens who claim the company essure left them in excruciating pain forcing them to have organs removed, hysterectomy in half of them") and fatal cardiac failure ("risks of cardiac failure and early death") in an unspecified number of female patients who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion intervention required), cardiac failure (seriousness criterion death), premature menopause ("early menopause"), osteoporosis ("risks of osteoporosis") and parkinson's disease ("risks of parkinson's disease"). The patients were treated with surgery (essure removal, hysterectomy). The reported cause of death was cardiac failure. At the time of death, the outcome of pelvic pain was unknown. The reporter considered cardiac failure, osteoporosis, parkinson's disease, pelvic pain and premature menopause to be related to essure administration. The reporter commented: follow-up: report in (B)(6), australia, on (B)(6) 2023: lawyer says more than half her clients have had a hysterectomy to remove the device. It's important to remember that a lot of these women are still quite young when they're having hysterectomy, which means they're going into early menopause. And that brings with it some really serious risks that we've known about for a long time. Risks of osteoporosis, parkinson's disease, cardiac failure and early death. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-may-2023: in australian media lawyer stated half of the woman had essure removed by hysterectomy and when young experienced early menopause with risks of osteoporosis, parkinson's disease, cardiac failure and early death (events added). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case a lawyer on behalf of through social media describes the occurrence of pelvic pain ("1000 womens who claim the company's essure left them in excruciating pain forcing them to have organs removed") in a female patients who had essure inserted. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.